Event description:
The customer reported the waveforms are not displayed properly. Unable to confirm or rule out pads/paddles, therapy cable or therapy connector issues. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.